Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for evaluation. The repair report indicates: "tornado": preventive replacement of o-rings performed motor corroded and does not turn: motor replaced. Short circuit in the motor cable - motor cable replaced. Motor cable corroded - motor cable replaced. Defective o-rings replaced. Functional test: the input report indicates that device shuts down the pump and is corroded all over. The short in the cable is the root cause of this failure. No information was provided as to how the short occurred or how the corrosion got on the unit. This complaint can be confirmed. This serial number belongs to an old legacy device. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that the tornado shaver handpiece is causing immediate switch off of the duo unit.